Event description:
On 11/03/2006, a sales rep reported a surgeon had explanted the intraocular lens because he felt the iol may have caused astigmatism. This surgeon had previously reported seeing faint concentric rings on the posterior surface of the intraocular lens (iol) following implantation. The lens was perfectly centered and not tilted. The patient had a decrease in bcva from 20/25 to 20/40 over a three month period that the surgeon suspected may be caused by cme. Upon examination, the retina appeared normal, although oct showed increased thickness on the right which may relate to subtle macular edema.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens was scratched and very faint concentric rings were observed when the lens was held at an angle with direct light. While we were unable to determine the origin of the scratches, our observations reasonably suggest the damage is not manufacturing related. The faint markings that were observed are acceptable per release criteria and have no affect on the optical qualities of the lens. The optical resolution was acceptable with a focal length reading that equaled the labeled diopter. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 09/05/2006. A follow-up phone call was conducted on 09/01/2006 and additional information was provided by the sales rep on 11/03/2006.